Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The caller stated that while the sheath was used on the patient, the hemostatic valve was leaking after the dilator was advanced and the sheath/dilator were inserted into the patient. The physician stated there was a little bit of resistance when advancing the dilator and they were not able to draw back from the side port. Access was maintained with a wire and the sheath was exchanged for another vizigo sheath. The technologist prepping the sheath said, after the broken sheath was removed, that he had felt some resistance while inserting the dilator but didn¿t think it was an issue and did not mention it until after the sheath was found to be leaking at the hemostatic valve. The doctor noted, as the technologist prepped the new sheath, that the side port on the broken sheath was not able to be aspirated back while it was in the body. Based on this information, the resistance will not be coed as it was probably due to dislodgement of the hemostatic valve. There were no visible broken or detached pieces. The physician did not believe any air was introduced in to the body. His issue did not require surgical removal. It was taken out of the body over the wire. There was no hemodynamic compromise. The doctor estimated there was about 20 cc blood loss. No medical intervention was required. Pressure was held on the groin site as a new sheath was exchanged over the existing wire. The observed hemostatic valve seperation has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 6/26/2020, the product investigation was completed. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001230 number, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) /2021, the product investigation was completed. It was reported that a patient underwent an ablation procedure for right atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The caller stated that while the sheath was used on the patient, the hemostatic valve was leaking after the dilator was advanced and the sheath/dilator were inserted into the patient. The physician stated there was a little bit of resistance when advancing the dilator and they were not able to draw back from the side port. Access was maintained with a wire and the sheath was exchanged for another vizigo sheath. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001230 number, and no internal action related to the complaint was found during the review. Due to the conditions of the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).